Manufacturer narrative:
We received one fogarty arterial embolectomy catheter for examination. The balloon and balloon windings had been pulled off the catheter tip. Blood residue was evident at the inflation holes. The balloon latex and both proximal and distal windings were not returned. No other damage was observed from the catheter. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 2.5 lbs on a inflated balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst during a ab graph procedure. After several passes, the balloon deflated but when the catheter was removed the balloon was missing from the catheter tip. The balloon fragments could not be found. The patient loss 200 ml of blood. The patient had a pulmonary emboli and was admitted for overnight observation and consequently discharged on coumadin. No other patient complications noted.